Event description:
The technician alleged the foot end brake casters swivel when in brake mode. No pt impact.

Manufacturer narrative:
The technician replaced the foot end brake casters to resolve the issue.